Manufacturer narrative:
(B)(4). Batch # n90c59. The device was received with upper jaw detached and the I-blade upper tip broken off. Both broken parts were returned with the device. In addition, the cable was cut off. The cable cut off is not related with complaint. Due to the returned condition of the device, no functional testing could be performed with the generator. A probable cause of the damage to the I-blade could be not allowing thick and fibrous tissues to denature prior to I-blade advancement. The lot history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the packaging process.

Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested and the following was obtained: contacted the rep and he stated that the top jaw fell into the patient but was retrieved. He was not sure if the jaw was being returned with the device for analysis. Ligasure was used to complete the procedure.

Event description:
It was reported that during an unknown procedure, the tip broke. It is unknown how the case was completed. There were no patient consequences reported.